Event description:
It was reported that this pacemaker exhibited oversensing of noise on the right atrial (ra) channel. The involved right atrial (ra) lead is a non-boston scientific product. Boston scientific technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. At this time, this device remains in service.